Event description:
It was reported that the device was stuck on the guidewire. A 16x120mm, 100cm vici self expanding stent was selected for use in a stenting procedure within the left iliofemoral veins. The patient had a tumor that was causing compression. During the procedure, the stent would not deploy. The tuohy was loosened to deploy the vici stent, but the vici stent catheter would not move. The vici stent catheter was stuck and could not be pulled back. The vici stent catheter was removed. The procedure was completed with a 14x120mm, 100cm vici self expanding stent. No patient complications were reported.

Event description:
It was reported that the device was stuck on the guidewire. A 16x120mm, 100cm vici self expanding stent was selected for use in a stenting procedure within the left iliofemoral veins. The patient had a tumor that was causing compression. During the procedure, the stent would not deploy. The tuohy was loosened to deploy the vici stent, but the vici stent catheter would not move. The vici stent catheter was stuck and could not be pulled back. The vici stent catheter was removed. The procedure was completed with a 14x120mm, 100cm vici self expanding stent. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was received with the stent partially deployed on the delivery system. The distal stent wires were found to be damaged. This type of damage could potentially have occurred due to excessive force being applied to the device when attempting to deploy the stent in challenging patient anatomy. The investigator successfully deployed the stent with some resistance experienced due to a severe kink to the shaft and solidified media inside the delivery system. No damage or issues were noted with the deployed stent. A visual and tactile inspection identified a severe kink on shaft of the device located approximately 15mm distal of the mail valve. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.